Manufacturer narrative:
The device was returned and the evaluation found that there was a bad generator board, a bad cable, and a bad high value power supply board. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the electrosurgical generator had an e433 error code on startup. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. Corrected fields: h6 (medical device problem code must be updated to 1198 - electrical/electronic property problem). Additional information: b5 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eleven (11) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the ¿e433 error" malfunction would likely be caused by the defective transformer. Olympus will continue to monitor field performance for this device.

Event description:
The procedure was therapeutic, there was no delay, the procedure was completed with a similar device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).